Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) medical center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) dialed into station and reviewed the medication application logs. The latest log entries confirmed that user successfully authenticated and logged in, with no authentication errors observed. Follow up and third strike emails were sent requesting confirmation, but no response was received from the customer. Based on the findings and lack of response, the case was proceeded for closure, with full troubleshooting details documented in the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.